Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4 - expiration date, d4 - primary UDI number, d8, h2, h3, h4,h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration, the needle was found broken outside the patient's body after specimen collection. The procedure was completed by replacing it with a similar device. There were no reports of patient harm.

Event description:
No new information provided by the customer.

Manufacturer narrative:
Additional field updates: h4. Corrected field updates : d4 lot#. This supplemental report is being submitted based on additional information provided.